Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and the reported difficulty positioning and removing the guide wire could not be confirmed via returned device analysis. Based on visual dimensional and functional analysis of the returned device, there is no indication of a product deficiency. Additionally, a review of the lot history record revealed no nonconformances with the reported lot that could have contributed to this complaint and a review of the complaint history did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that thrombus aspiration was performed with a 7f non-abbott thrombus aspiration catheter, then intravascular ultrasound (ivus) was performed using a non-abbott ivus catheter. Then, a 4.0x30mm non-abbott stent was implanted. After flushing the guide wire lumen of a non-abbott ivus catheter, when advancing the ivus catheter over a 014 hi-torque balance middleweight (bmw) elite guide wire for a second time to perform post-procedural ivus examination, without force applied the ivus catheter was unable to be further advanced over the bmw elite as resistance was felt between the two devices, approximately 3 to 5 centimeters from the distal end of the bmw elite, both during advancement and during an attempt to retract the ivus catheter over the bmw. Both devices were withdrawn as a single unit. There were no adverse patient effects and no occurrence of a clinically significant delay. A new unspecified guide wire and a new ivus were used successfully. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical devices: stent: integrity stent (4.0x30mm); other: terumo intra-focus intravascular ultrasound catheter, 7f thrombuster. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.